Event description:
Provider alleged pilot valve defect caused unit alarm. Per independent repair center statement, the customer stated problem was: alarming or red light. Problem confirmed: yes key failure: pilot valve defect caused unit alarm. Additional malfunctions: sieve bed defect cause low o2.